Event description:
Called from wound clinic, pump would not run from battery alone. Pump needed to be plugged into electrical outlet for function. The pt was becoming increasingly non-compliant despite repeated attempts of education by the nurse and vhmes. Pump was swapped out, but ultimately, the pt determined to cease npwt treatment. Upon receipt of pump back to vhmes, equip tech confirmed that the pump was not powering on via battery power.